Event description:
Revision surgery - there was a humeral socket disassociation from the stem. The surgeon removed the disassociation part and replaced it with same size components.

Manufacturer narrative:
The reason for this revision surgery was reported as a humeral socket dissociation from the stem. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or trauma. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed there was one non-conforming material report associated with this product; ncmr #(B)(4)involved tool marks/discoloration and out of tolerance in the taper area, seven parts were returned to the vendor. A review of the product complaint report history shows there were 30 prior complaints related to the socket shell for dislocation. The root cause of the dissociation from the stem was not determined with confidence. Several factors not related to the implant can play a role in dissociation such as; trauma and loose joint from inadequate soft tissue. There are no indications of a product or process issue affecting implant safety or effectiveness.